Event description:
Additional reasons for revision: pain, increased cobalt and chromium levels, tumour and fluid around implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
It was reported that the patient had a revision on the asr xl hip implant. The reason for the revision is unexplained. It was further reported that the patient experienced functional impairment, night pain, and restricted range of motion. It was further reported that both chromium and cobalt were found in the blood of the patient.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.